Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported an implant fractured at tooth site #13, at the thread part. The implant was completely removed. Pain was reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number (B)(4).